Event description:
It was reported that the pt experienced a shocking sensation. Every time the pt moved or sat, she felt a "bolt of lightening" around her vaginal area. She decreased her settings and turned the device off. She turned it back on and no longer experienced the shocking sensation. The company rep confirmed that the pt had turned her stimulation too high. The pt turned her stimulation down to where it was more comfortable and helping her with her symptoms. The pt "did it again." It was unclear if her memory is very good.

Manufacturer narrative:
(B) (4).